Event description:
A sjm representative met with the patient for programming and was unable to provide stimulation coverage to her pain areas. The patient reported feeling stimulation in her armpits, diaphragm, and groin area. Fluoroscopy images showed the lead had not moved. Follow-up stated, the patient was getting some coverage, the physician asked the patient to turn off her stimulation for 1 week. No further information is available at this time. Additional follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.